Event description:
The initial reporter alleged false positive results with the elecsys anti-hcv ii assay on the cobas e411 disk. On (B)(6) 2022, a patient sample was tested using the elecsys anti-hcv ii assay on the cobas e 411 analyzer. The initial result was 34.76 coi (reactive), the repeated result was 34.46 coi (reactive), and the bag sample result was 28.38 coi (reactive). Subsequent testing using polymerase chain reaction (pcr) for hepatitis c virus (hcv) rna on the panther system was negative, and testing on the abbott system was also negative. On (B)(6) 2022, another patient sample was tested using the elecsys anti-hcv ii assay on the cobas e 411 analyzer. The initial result was 1.11 coi (reactive), the repeated result was 1.10 coi (reactive), and the bag sample result was 0.844 coi (non-reactive). Pcr testing for hcv rna on the panther system was negative. On (B)(6) 2022, a third patient sample was tested using the elecsys anti-hcv ii assay on the cobas e 411 analyzer. The initial result was 2.66 coi (reactive), the repeated result was 2.55 coi (reactive), and the bag sample result was 1.72 coi (reactive). Pcr testing for hcv rna on the panther system was negative. No confirmatory testing by immunoblot was performed for any of the samples. The samples were from blood donors, and no patient history was provided. The results were not confirmed by supplemental methods as recommended in the assay's instructions for use.

Manufacturer narrative:
The reported event occurred on a cobas e 411 analyzer with serial number (B)(6). The investigation determined that the elecsys anti-hcv ii assay was performing within specifications. Calibration and quality control data were reviewed and found to be within acceptable ranges, although calibration signals were higher than expected. Pre-analytical factors were assessed and deemed appropriate, and the customer confirmed adherence to daily maintenance procedures as outlined in the user manual. The investigation was limited due to the unavailability of sample material and the absence of confirmatory testing by immunoblot, as recommended in the assay's instructions for use. Additionally, no patient history was provided, as the samples were from blood donors. A definitive root cause for the reported false positive results could not be determined based on the available information. It is noted that single false positive results can occur due to the specificity limitations outlined in the elecsys anti-hcv ii method sheet.